Event description:
It was reported that the ilet sleep/wake button was unresponsive once, resulting in an inability to wake the screen until the user returned home and charged the device; after charging, the pump powered on with a full battery and functioned normally, and on-call troubleshooting confirmed normal wake/sleep operation with no alerts. Symptoms included feeling warm without other reported clinical effects. Outcomes included no medical intervention, no hospitalization, and no device return. Investigation included remote technical assessment, user-guided functional checks, and request for documentation if the issue recurs. Investigation of this case revealed no reproducible malfunction, with normal button function observed post-event and no device alerts to corroborate a fault. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the transient nature of the event and inability to replicate.